Event description:
It was reported that the implantable pacing lead had high impedances, greater in bipolar than unipolar. The bipolar impedance was 687 at implant, and had risen to 1286. It was further reported that there was a high threshold warning. The output was decreased, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592 implantable pacing lead 2007-(B)(6). (B)(4).